Event description:
The customer reported that during a hysterectomy, the device jaws could not be re-opened and the knife blade did not retract. The surgeon dissected the tissue directly adjacent to the jaws in order to remove them. There was no blood loss or pt injury reported.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.